Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿stress shielding of the univers revers system in reverse shoulder arthroplasty is minimal and does not progress substantially from short-to mid-term follow-up". The study reviewed one hundred thirteen (113) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address rotator cuff arthropathy (64 patients), failed rotator cuff repair: (20 patients), irreparable rotator cuff tear (2 patients), and glenohumeral osteoarthritis (47 patients), using arthrex univers revers modular glenoid system. During the minimum five (5) year follow-up period, three (3) patients underwent revision, and two (2) patients experienced dislocation/instability. Source: khorram, r., al-humadi, s., kohut, k., lederman, e., werner, b. C., & denard, p. J. (2025). Stress shielding of the univers revers system in reverse shoulder arthroplasty is minimal and does not progress substantially from short-to mid-term follow-up. Journal of shoulder and elbow surgery.